Event description:
It was reported to boston scientific corp that a prolieve thermodilatation system, refurbished was used during a benign prostatic hyperplasia (bph) procedure. A low-water level error message was displayed during the case. The procedure was completed with this device and the pt suffered no complications. The pt's condition was reported as "fine". Note: the event, as reported, did not reflect an MDR-reportable scenario. However, eval of the returned device revealed an MDR-reportable malfunction of rf out of spec. The MDR is based upon the eval results.

Manufacturer narrative:
The suspect device, a prolieve thermodilatation system, refurbished, was evaluated on site. The complaint was not confirmed. The field service engineer confirmed that the water level and water pressure sensor readings were all within spec. A preventative maintenance was performed. The rf energy was found to be out of calibration, and was therefore recalibrated. The root cause for this failure was not confirmed, as the engineer was unable to duplicate the failure mode during testing. (B)(4).